Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) implant began normally, when the device was moved into high septal wall, contrast injection showed flow into pericardial space. The leadless ipg was not deployed, backed system into atrium to observe pressures and run cardiac echogram. A very small perfusion was noted, and pressure was stable. The physician decided to continue with the implant procedure. The leadless ipg system was advanced into the mid septal wall, contrast injection showed good wall contact, but deployed system without much forward pressure due to previous suspected perforation. Pull and hold test showed at least two tines in tissue. Interrogation showed no pacing capture. The leadless ipg was recaptured and carefully and slowly moved delivery system farther out in right anterior oblique view. Left anterior oblique contrast injection showed good septal wall contact, and perforation was not initially noted. The right anterior oblique view showed contrast entering pericardial space with a visible tract directly from leadless ipg delivery system. It was also reported the patient encountered cardiac tamponade due to perforation. Decision was made to abandon the procedure. Pericardiocentesis performed and patient¿s vitals were stable at end of case. The patient is scheduled for implant of right sided transvenous pacemaker in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.